Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 1 month post-implant, it was reported that pump thrombus was suspected due to the left ventricle not unloading, elevated lactate dehydrogenase (ldh) levels and the patient showed clinical signs of hemolysis. In addition, the patient¿s exercise capacity had decreased. The patient was on warfarin and aspirin with an inr goal of 2-2.5. The inr was reported to be above 2.0 all the time. It was reported that a coagulopathy had been ruled out. The patient was placed on IV heparin. The following day the patient was hemodynamically stable; however, clinical signs of hemolysis were still present including hematuria, plasma-free hemoglobin of 566 mg/l and the ldh had increased to 2900 u/l. The left ventricle was not unloading completely and the patient¿s ability to exercise had not improved. The IV heparin infusion was continued. On (B)(6) 2015 the patient experienced a cerebrovascular accident (cva) and was admitted to the ICU. A CT scan was performed the following day which confirmed the cva as an ischemic stroke. The patient was conscious and hemodynamically stable; therefore the pump was turned off and was not explanted. The patient remains hemodynamically stable. No additional information was provided.

Manufacturer narrative:
The approximate age of the device is 1 year and 1 month. (B)(4). The event occurred at (B)(6). The device remains off but still implanted in the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed because the device was not available for evaluation. Additionally, a direct correlation between the reported ischemic stroke and device could not be determined. However, the instructions for use lists device thrombosis, hemolysis, and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Review of the submitted system controller log file revealed several low flow hazard alarms with flow output at 2.4 lpm as well as some intermittent elevations in flow and power; however, a specific cause for the events recorded in the system controller log file could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.